Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# ke152, 510k# k123771 and upn (B)(4) is approved for sale in the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: vertebral compression fracture. It was reported that intra-op, balloon burst on inflation. The balloon was ruptured. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: the ibt has a small cut in the balloon perpendicular to the shaft of the ibt. These types of cuts are consistent with the balloon coming in contact with bone spurs. Only one ibt was returned of the two balloons reported and it is unknown which balloon was returned. If information is provided in the future, a supplemental report will be issued.